Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was not functioning properly. The response button cable was creased and the traces were damaged near the bezel. The root cause for the damaged response button cable and traces could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons weren't functional.